Event description:
It was reported that as of 2008, no discharge of ICD was noted. However, family stated that the patient reported discharges and complained of multiple syncopal episodes in approx three months later. The patient died in the home. Patient had coronary artery disease and acute myocardial infarction. Device malfunction suspected.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.